Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp had less than adequate flows at implant. Echocardiogram was reviewed, fluids were given and placement was checked. A decision was made to remove the impella cp and replace with a new one. The patient remained stable.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.